Manufacturer narrative:
System analysis/service repair on july 07, 2016: the reported issue of "error codes 171" was confirmed and found to be a low diode stack voltage. The resonator was replaced (p/n 0136r2701 and s/n (B)(4) was installed). Detector set up, (open/closer loop) calibrations performed and aiming beam checked. The system was tested and verified to meet manufacturer's specifications.

Event description:
It was reported that error 171 appeared at the beginning of surgery. Physician was able to clear the error message but the error message appeared again after a few minutes. The procedure was completed with an alternate procedure (turp). Patient outcome: "no" injury to patient reported.